Event description:
(B)(4). My gyno inserted the device in (B)(6) 2008 in the office. My period lasts anywhere from 5 days to 1 month. I have migraines, brain fog, itchy skin, rashes on my fingers, weight gain.